Manufacturer narrative:
The following device was also listed in this report: device; triathlon p/a cr beaded #6l ; cat# 5517f601 ; lot# njh2y. Device; tritanium bplate triathlon s6 ; cat# 5536b600 ; lot# ctd86221. Device; tritanium patella-asymmetric #6l ; cat# 5552-l-350 ; lot# r82r1. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. H3 other text : device not returned to the manufacturer.

Event description:
Patient had a left tka on (B)(6) 2023. Patient developed periprosthetic infection and was revised on (B)(6) 2023. All components were exchanged.